Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker battery life had depleted prematurely. No intervention had taken place to address this issue. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The complaint of premature discharge of battery could not be confirmed. The pacer was received with no output and battery levels at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received indicated the pacemaker had been explanted. The date of the explant and any information of patient condition was not known.

Event description:
New information received indicated the patient was stable post procedure.